Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Remains implanted.

Event description:
It was reported that the initial operation was performed with cmf nail system. After 2 weeks from the initial, surgeon confirmed x-rays and he found the lag screw was sliding to outer side. The surgeon keep an eye on the patient condition as well as no revision will be planned so far.

Event description:
Investigation results are now available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information d10 concomitant medical devices: z nail cmf nail cap 0mm; item no: 47-2500-002-00 lot: 3059717, 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head; item no: 47-2484-032-50 lot: 64935033, 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head; item no: 47-2484-032-50 lot: 64961227. Investigation and conclusion: 1. Event description: it was reported, that: initial operation was performed with cmf nail system on (B)(6) 2021. After 2 weeks from the initial, surgeon confirmed x-rays and he found the lag screw was sliding to outer side. The surgeon keep an eye on the patient condition as well as no revision will be planned so far. No delay. Patient outcome: migration. Harm: s2 - instability, minor. Hazardous situation: implant deteriorates, breaks or loses function postoperatively. 2. Review of received data: - no medical data relevant to the case has been received. - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. 3. Product evaluation: - no product was returned; therefore, visual and dimensional evaluation could not be performed. 4. Review of product documentation: - device purpose: all involved devices are intended for treatment. - product compatibility: the product combination was approved by zimmer biomet - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. - surgical technique sap: review surgical technique sap 3045-jp-en rev 0: the correct implantation and insertion (tls placement and set screw locking) is described in the surgical technique. Please also note the following section regarding set screw locking. After the tls is placed, the pre-assembled setscrew in the nail must be tightened with the torque limiting handle offered with the system, to prevent the tls sleeve from moving post-operatively. An anterior support screw can be placed in addition to the tls to provide rotational stability and support the treatment of unstable intertrochanteric fractures with large posteromedial (lesser trochanter) and posterolateral (greater trochanter) fragments, preventing excessive lag screw sliding post-operation. 5. Conclusion: it was reported, that: initial operation was performed with cmf nail system on sep 24, 2021. After 2 weeks from the initial, surgeon confirmed x-rays and he found the lag screw was sliding to outer side. The surgeon keep an eye on the patient condition as well as no revision will be planned so far. No delay. Patient outcome: migration. The quality records show that all specified characteristics (material, dimensions, surface, etc.) For the affected products have met the specifications valid at the time of production. No product was returned, hence visual and dimensional evaluation could not be performed; therefore, the condition of the parts is unknown. Based on the available information it is not possible to determine the root cause for this issue. A further and more comprehensive investigation is undergoing to determine the necessity of potential corrective and/or preventive actions. According to the current available information, there are no confirmed product nonconformity related to the issue. There are also no known design or manufacturing related issue to the znn cm fortis nails and lag screws at this time. A possible contributing factor for the migration could be a malreduction or a really unstable fracture. By considering these factors and the corresponding use of the system, good results can be expected even in this demanding situations. This is also confirmed by an hcp review. It is also mentioned that a minor backout of the tls is not a clinical issue. The following report is associated with this event: 0009613350-2022-00078-1. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Remains implanted.

Event description:
It was reported that the initial operation was performed with cmf nail system. After 2 weeks from the initial, surgeon confirmed x-rays and he found the lag screw was sliding to outer side. The surgeon keep an eye on the patient condition as well as no revision will be planned so far.